Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at the emergency room as a result of receiving inappropriate defibrillation therapy due to noise on the ventricular lead. The physician plans to replace the lead but a procedure was not scheduled. The patient was stable.

Event description:
New information notes the ventricular lead was revised (B)(6) 2019 and replaced. The lead was not extracted but remained inactive due the risk to the patient. The patient was stable before during and after the procedure with no complications.